Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of diagnosed with a form of cancer, myelodyplastic syndrome. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of diagnosed with a form of cancer, myelodyplastic syndrome. The pms clinical expert reviewed this notification of a patient reporting that she has recently been diagnosed with a form of cancer, myelodyplastic syndrome (mpd). The reported event is assessed as possibly related to the device in this case. This reported event may possibly have resulted from the usage of the device due to foam degradation or/and emission of voc from the sound abatement foam. Based on the available information at the time of the review, the device may have caused or contributed to the reported serious injury. Patient also reported that he has headaches for lack of usage of the device due to recall repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.